Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer was experiencing a lot of noise on the atrial channel. The right ventricular (rv) lead channel was used to test the atrial lead, and each time the noise was gone. The analyzer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; analyzer passed all functional and system tests. Analysis found the patient connector had disturbed pins.

Event description:
It was further reported that the analyzer has been returned.